Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Analysis of production - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis - the review of the historical data was performed. Trend analysis - the overall complaint trend data for the period aug-19 to jul-21 was reviewed. Communication/interviews: communication/interviews were performed to obtain all possible information. (B)(4).

Event description:
It was reported that after a normal insertion and approximately 60 hours of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm and blood was seen in the tubing. The iab was removed. There was no patient harm or adverse event reported.